Event description:
It was reported that pump displayed cgm error 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, and cgm error did not recur after reset, with everything working again afterward.